Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of leakage due to a crack in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv ckv 3 ss 20dp 20pk had leakage issues. The following information was provided by the initial reporter: "chemotherapy was found leaking from crack in tubing under drip chamber."